Event description:
It was reported that the deep brain stimulation (dbs) patient experienced increased cramping and stimulation randomly turning off and resetting when the implantable pulse generator (ipg) was being charged. The patients charger was replaced several times, however, the issue did not resolve. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient delivering therapy. Additional information was received that an in-field firmware update was successfully performed on the patients ipg.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced increased cramping and stimulation randomly turning off and resetting when the implantable pulse generator (ipg) was being charged. The patients charger was replaced several times, however, the issue did not resolve. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient delivering therapy.

Manufacturer narrative:
Correction to supplemental 1 MDR in blocks: g3, h7, h9, and h11. Correction to supplemental 1 MDR bsc aware date (g3): 19dec2023. A field safety notice (fsn; 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced increased cramping and stimulation randomly turning off and resetting when the implantable pulse generator (ipg) was being charged. The patients charger was replaced several times, however, the issue did not resolve. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient delivering therapy. Additional information was received that an in-field firmware update was successfully performed on the patients ipg.